Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush break. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure- post sedation.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning after a bronchofiberscopy procedure performed on (B)(6) 2026. During the scope cleaning, the hedgehog brush was inserted into the forceps channel from the brush end, and the brush emerged from the tip of the scope. An attempt was then made to grasp the sheath and withdraw it; however, significant resistance was encountered, preventing removal of the brush. Attempts were made to remove the scope by submerging it in water and applying olive oil; however, removal was unsuccessful. The sheath partially tore, and the section approximately ten centimeters from the scope tip became twisted. The device remained within the scope, while the portion that had torn outside the scope was successfully retrieved. It was reported that the procedure was unable to be completed as a result of this event. There was no patient involvement in this event.